Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was no power to the pump. The reporter confirmed there were no audible sounds upon battery insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The test cap was able to fully tighten to the pump, and the battery compartment was found to be intact. A review of the black box showed no evidence of any power issues. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump casing was removed and there was no evidence of any damage to the pump¿s internal components. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.